Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated he was having pain on program 3 and talked with his clinician whom changed him back to program 2 and adjusted his stimulation, patient stated he has had no changes since day one, he has the urge to urinate but it stops and he can't go. Patient advised to contact clinician. The patient reported about a week later indicated that the patient's doctor believes the device was not working and will be removing it.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for non-obstructive urinary retention. Patient said he was not able to feel the stimulation even when he turns it all the way up. He thinks that the leads may have moved or something. Patient had already turned the stimulation up. The patient was advised him to try taking it all the way down to 0.0 and then increase it but the reported issue was not resolved. Additional information reported a day later indicated that the tape was starting to irritate his skin and he believe the wires could have moved. There were no further symptoms or complications reported or anticipated.